Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
Continuous fluids through both lumens. Dressing changed due to clear liquid leaking at site. When being flushed white port was leaking.

Manufacturer narrative:
Received a 2.6 f PICC for evaluation. A visual inspection revealed an incomplete device-the extensions to have been cut off and just the hub and lumen were returned. The device was forwarded to the engineering department for evaluation. No definitive cause could be found.